Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have moisture under display screen due to dropping insulin pump into hot tub. Customer's blood glucose was 150 mg/dl. Customer was advised that insulin pump would need to be replaced. Customer hung up stating she will call back, therefore was not read replacement policy. No further information provided.